Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely common iliac artery. A 7.0 x 40, 75cm mustang was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 18 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.